Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The competitor method was vitros. The customer declined to provide any additional data or information for investigation. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter questioned the results of 1 patient tested for tsh and ft4 on an unspecified cobas system compared to a competitor method. The reporter initially tested the patient by a competitor method: ft4: 4.48 ng/ml; tsh: 9.8 uiu/ml. The patient was tested at a different hospital using an unspecified cobas instrument: ft4: 0.8 ng/ml; tsh: 9.0 uiu/ml. The reporter sent an aliquot of the original sample to an external laboratory using an unspecified cobas instrument and the ft4 result was 0.83 ng/ml. Since the results were significantly different between the competitor method and the external laboratory using the cobas method, a new sample was obtained for additional testing. Tsh results: reporter laboratory using competitor method: 1.73 uiu/ml; external laboratory using unspecified cobas instrument: 17.3 uiu/ml; external laboratory using competitor method: 1.72 uiu/ml. Ft4 results: reporter laboratory using competitor method: 3.73 ng/ml; external laboratory using unspecified cobas instrument: 0.77 ng/ml; external laboratory using competitor method: 3.85 ng/ml. The reporter spoke with the external laboratory using the unspecified cobas instrument and they believe the issue is due to a heterophile antibody in the patient sample affecting the results from the cobas instrument.